Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Baxter (B)(4) field service technician serviced a colleague infusion pump for a battery issue on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history on (B)(6) 2010 it was discovered that a battery depleted alarm occurred during infusion which caused an interruption during delivery on (B)(6) 2010. The device has been evaluated onsite. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: the user interface module master software version is 6.13.92, categorized as remediated. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).